Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, basic occlusion test and occlusion test. Unable to prime during prime, compromised force sensor system test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to priming anomaly. No motor error alarm noted. The motor was tested outside the device and passed.

Event description:
It was reported that the insulin pump had a motor error alarm. The customer's blood glucose level was 209 mg/dl at the time of the incident. The customer had just given a bolus before the motor error occurred. The customer stated they had only one motor error. The customer reported that the drive support cap appeared normal or slightly indented. The customer was able to successfully clear the alarm and was able to complete the insulin pump rewind. The displacement test showed no reservoir. The customer stated that the motor error alarm did not recur. The device will not be returned for analysis.